Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet and did not revert to the prescribed backup therapy, resulting in sustained hyperglycemia in the 400 mg/dl range until transitioning to multiple daily injections while awaiting a replacement infusion set. The current glucose was reported as high on continuous glucose monitor (cgm) with a confirmatory fingerstick of 336 mg/dl that was trending downward, and no symptoms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem identified, and an improper or incorrect method related to not following instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.